Manufacturer narrative:
Pre-existing conditions: unknown. The initial reporter was reluctant to provide any patient information due to misinterpretation of hipaa laws. Therefore, no patient information was provided including age, weight or pre-existing conditions. Background information: sedeo pro seating system owner manual, section 2.3.2, page 6 states: "4. Have someone help you practice bending, reaching and transferring until you learn how to do them safely. 5. Never try a new maneuver on your own unless you are sure it is safe. 7. Always wear a positioning belt." Manufacturer's investigation: as reported, the user was leaning forward plugging in his wheelchair charging cable when he fell and fractured two ribs and his humerus (right or left side were not specified). Fractures were diagnosed by a doctor as the end user was at a health care facility at the time of the fall. The fractures cannot be categorized as there was no description of what types of fractures occurred (hairline, undisplaced, displaced, comminuted, or compound); therefore, it is impossible to determine the severity of the injury. It is also unknown as to whether the end user was actually in the wheelchair or another chair when he fell; however, if he was in the wheelchair at the time of the fall, he obviously was not wearing a positioning belt which is required for all wheelchair users (refer to number 7 above). The original complaint was for the joystick not functioning properly which was completely unrelated to the reported fall and subsequent injury. Conclusion: based on what information was provided, it is clear that the user should not be leaning forward without assistance as he did not have the ability catch himself and was obviously too unstable to perform that motion. In addition, he was not wearing the required positioning belt that would have prevented such a fall. The cause of this fall was an unavoidable accident on the part of the end user that did not follow the owner manual cautions for safe function of the wheelchair. The wheelchair itself in no way contributed to this event, but this report is being filed out of an abundance of caution. Since there was no malfunction of the medical device contributing to the subsequent injury, sunrise medical considers this case closed and will perform no further investigation unless additional information is provided that requires more in-depth investigation.

Event description:
The end user was leaning forward to plug in his power wheelchair's charging cable and fell forward which resulted in two broken ribs and a "small fracture" in his humerus (right or left side was not specified). He was followed up with a physician at the (B)(6) clinic in (B)(6). Type of fractures were not specified; therefore, severity of the injury cannot be determined.